Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer was inquiring about pump automatically shutting off during low blood glucose episode. The customer states their levels had been as low as 38mg/dl and 55mg/dl. The customer states they treated with orange juice. The customer declined to troubleshoot the lows. The customer was informed of pump features.